Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported hypoglycemia which did not require treatment. The customer reported blood glucose value of 40 mg/dl. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a,mmt-242a,mmt-1884,mmt-332a. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. It was unknown whether customer used the insulin pump system within 48 hours at the time of the event and it was unknown whether customer was used the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned. No product return requested for mmt-242a.no product return requested for mmt-1884. No product return requested for mmt-332a.